Manufacturer narrative:
Section h4 (device manufacture date) was updated.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused fracture, perforation, tilting and perforation abutting an organ. The patient reported becoming aware of the events approximately ten years and two months post implant. The patient also reports anxiety related to the filter. According to the implant record the indication for the filter implant was right lower leg deep vein thrombosis (dvt) and pulmonary embolism (pe). The filter was placed via the left groin and deployed without difficulties below the renal veins. The patient tolerated the procedure well. The record indicates that the patient also underwent placement of a central venous line, however; no details were provided. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter tilt has been associated operator technique and/or vessel anatomy, specifically asymmetry and tortuosity. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant images for review the reported event(s) could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, fracture, perforation, tilting and perforation abutting an organ. Per the implant records, the filter was indicated for right lower leg deep vein thrombosis (dvt) and pulmonary embolism (pe). The left groin was prepped and draped in the usual fashion. A long left femoral vein sheath was placed using seldinger technique and a venogram of the inferior vena cava was performed. The renal veins were identified and then a trapease inferior vena cava filter was placed without difficulties below the renal veins. The patient tolerated the procedure well. The patient also underwent placement of a central venous line. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately ten years and two months after the filter implantation. The patient reports perforation of filter struts outside the ivc, perforation abutting an adjacent organ, fractured filter struts retained within the ivc and further experienced anxiety related to the filter.